Event description:
Noise seen on rv lead in non-sustained tachycardia recording on home monitoring. Noise on rv and ff channels. Short interval trend increased on that day as well. All other trends seem stable. Lead remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.